Manufacturer narrative:
The referenced pump exchange on (B)(6) 2019 was reported under medwatch MFR report # 2916596-2019-00123. Approximate age of device ¿ 23 days. Device evaluated by MFR? The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on (B)(6) 2019 the patient underwent pump exchange due to pump thrombosis. The patient was seen in vad clinic with progressive shortness of breath and feeling weak. Inr was 1.4 and lactate dehydrogenase (ldh) was 1135 u/l. It was reported that the patient¿s primary caregiver was currently hospitalized and the patient was unable to adhere to medication instruction. The patient was sent to the emergency room for further management and was admitted overnight on (B)(6) 2019 to coronary care unit (ccu) due to the elevated ldh and suspected lvad pump thrombosis in the setting of a subtherapeutic inr. The patient had been recently discharged from hospital for pump thrombosis requiring a pump exchange on (B)(6) 2019. Technical services reviewed the submitted log file which revealed low speed advisories while the lvad was on both power module and battery support. The patient received one treatment of tissue plasminogen activator (tpa) overnight and was then placed on heparin infusion. The morning of (B)(6) 2019 the patient had complaint of significant pain at the surgical site, epigastrium, and the right lower quadrant. The patient reported this pain to have been present for 1 week. A stat CT scan of the abdomen/pelvis revealed a fluid collection around the pump pocket, outflow cannula and driveline of the lvad, reportedly suspicious for hematoma. The heparin infusion was continued, no additional tpa dosing was completed. It was reported that the patient¿s ldh continued to increase which was suspected to have been caused by hematoma around the lvad since the patient¿s plasma hemoglobin was low and urinalysis did not show blood. Reportedly, prior cardiac CT scan reportedly showed partial outflow graft thrombosis. The patient was taken to the operating room for hematoma evacuation. Anticoagulation was held. The patient was to continue dig, metoprolol, hydralazine, aldactone, and aspirin 325 mg. Duplex of right upper extremity was given PICC line pain. It was reported that ldh continued to increase despite evacuation of hematoma along with increase in pump power. The patient experienced occasional pi events, some with speed drops. The patient¿s plasma hemoglobin was 253. It was reported as likely lvad malfunction with pump thrombosis and pump exchange was planned. The patient continued heparin, dig, metoprolol, hydralazine, aldactone, aspirin and persantine. Ptt goal was increased to 80-100. The healthcare professionals practiced conservative management for superficial vein thrombosis. The pump exchange was performed on (B)(6) 2019.

Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported suspected device thrombosis, hemolysis, and bleeding could not be conclusively determined. Review of the submitted log file confirmed a no external power event as well as a low speed advisory alarm; however, a direct cause for the low speed advisory alarm could not be conclusively determined through this evaluation. The report of an increase in pump power could not be confirmed through the submitted log file. The submitted log file contained data from 18jan2019 to 31jan2019. The log file captured the pump operating below the low speed limit between the ranges of 8500 rpm to 8790 rpm for a large portion of the captured data. A low speed advisory alarmed at 29jan2019 at 3:09:16 pm. A cause for the low speed operation could not be conclusively determined through this evaluation; however, it should be noted that the fixed speed and low speed limit were set at the same value throughout the log file. The log file also recorded a no external power event on 21jan2019 at 9:56:15 pm when the patient disconnected both power cables from their power module. The report of an increase in pump power could not be confirmed. The pump operated within a normal range of power consumption for the duration of the submitted log file and did not capture data around the reported date of increased pump power (11feb2019). Device thrombosis, hemolysis, and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU and patient handbook outline all system controller alarms, including no external power and low speed operation alarms, as well as how to respond. The IFU states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times.¿ the patient remained ongoing on their new pump, (B)(4), until (B)(6) 2019 when they received another pump exchange to (B)(4) for suspected device thrombosis (reported in MFR#2916596-2019-01281). The patient remains ongoing on (B)(4) with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.